Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had inaccurate delivery of doses. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a worn overlay and bubbled downstream sensor seal; tamper seals were removed. There was no evidence of the error recorded in the event history log. The customer reported problem was not duplicated/verified. Running three accuracy tests, the pump was found to be over delivering but within the published manufacturing specifications. Customer reported problem was caused by bad expulsor. It was recommended to have the expulsor replaced as corrective action to bring the delivery into more nominal of a range. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).